Event description:
When a case was finished, the strykeflow ii disposable suction irrigator was taken apart. It seemed to be leaking brown fluid from the battery case. The battery portion was not on the sterile field and therefore the field was not contaminated.======================manufacturer response for strykeflow ii disposable suction/irrigator, strykeflow ii disposable suction/irrigator (per site reporter).======================manufacturer provided rga# for product return evaluation.